Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sigma procedure, shield reset button did not function correctly. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n90f3v. The analysis results of the d12lt found that it was received with the reset button in disarmed position and with no visual damage to components. In order to evaluate the reported incident, the instrument was functionally tested; when the reset button was pushed to the armed position it could be armed and allowed the bullet to retract, however, upon a second testing, it was noted that the button returned to the unarmed position and the shield remained locked preventing the exposure of the blade. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.